Manufacturer narrative:
Customer: customer report tilting the plunger during the filling process and insulin/fluid is visible in the battery/reservoir compartment. Evaluated 1 open/used reservoir. Performed a visual inspection inspected reservoir's o-rings and stopper groove for anomalies appendix e, none were found. Also found reservoir with blurry printing and dislodge plunger to stopper-plunger. Cannot performed manual test appendix f to reservoir due to the reservoir disconnected (plunger to stopper-plunger). Performed pre-fill reservoir test and also ran bolus and basal leak test procedure (appendix c) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Per dop114-811doc. Conclusion: reservoir passed per pre fill inspection; no leakage anomaly was found during test in the insulin pump. Unable to perform torque test and found reservoir with blurry printing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was leak during normal use. Customer stated that leak at past second o ring. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.